Event description:
It was reported that the physician arteriotomy closure after a diagnostic procedure. The physician had difficulty removing the starclose device after clip deployment. It was felt the device likely caught on subcutaneous tissue. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. The device history record for this lot did not produce any findings relevent to this investigation. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.